Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call indicating absence of no delivery alarm, high blood glucose readings and motor error alarm from the insulin pump. The customer's blood glucose reading was over 600 mg/dl. The daughter stated that the pump had a blank screen, so she changed the battery and the pump did not power back on. The customer stated that the pump alarmed no delivery and no insulin came out. The customer was advised to insert new aaa alkaline battery. The customer stated that the display returned. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was assisted with the high pressure test and it failed.